Event description:
Event description cpi received information that this unipolar lead was explanted. During a routine replacement procedure of an implantable pulse generator (ipg) this lead broke off in the header pin. The physician elected to replace the entire lead system with an endotak lead.